Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had to call the paramedics an hour after doing a set change due to low blood glucose levels. The customer was treated at his house and his doctor was called to his home. The customer may have been connected during his manual prime. The customer did experience a prime/fill anomaly the first time he tried to manually prime. He refilled the reservoir and tried again and was able to prime successfully. No further information provided.